Event description:
The customer alleged the unit was auto cycling and had 5833 error code. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the sol 6&8 assembly and the exhalation valve assembly. The unit passed extended self testing. It is not verified that the unit auto-cycled on a patient, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.